Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range is 70 to 110 mg/dl. Customer does not feel well. Medical intervention as a result of to meter's results is required at the time of the call on (B)(6) 2015. Blood test performed during call on (B)(6) 2015 with test result of hi. Customer also received error message of e-2. Customer was admitted to hospital on (B)(6) 2015 due to high blood glucose results. Blood test performed at the hospital and result was over 800 mg/dl. Customer released from hospital on (B)(6) 2015 with blood glucose readings below 600 mg/dl. Prescribed medication to manage diabetes. Storage of product not verified. Test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1. Hi. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected blood glucose test result range is 70 to 110 mg/dl. Customer feels well. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Blood test performed during call on (B)(6) 2015 with test result of hi. Customer also received error message of e-2. Customer was admitted to hospital on (B)(6) 2015 due to high blood glucose results. Blood test performed at the hospital and result was over 800 mg/dl. Customer released from hospital on (B)(6) 2015 with blood glucose readings below 600 mg/dl. Prescribed medication to manage diabetes. Storage of product not verified. Test strip lot MFR's expiration date is 11/20/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: hi. Adverse event not reported.